Manufacturer narrative:
Concomitant medical products: product ID 8637-20, implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a health care provider regarding a patient in the (B)(6) who was receiving unknown baclofen via an implantable pump. The type, concentration, dose, were not provided. The lot number was not obtainable. The event date of (B)(6) 2015 was reported as approximate. It was reported that during normal use the updated file not saved after the refill so the pump alarmed at low reservoir although the volume in the pump was correct as of the last refill. It was believed to have been a corrupt data file and so it did not save to the pump. It was report as probably because telemetry was interrupted or lost communication before the telemetry had finished. The pump had not been back for refill yet. The plan was to monitor the pump and see what happened the next time. It had seemed to be ok so far. No interventions or actions were needed as patient was still getting the correct therapeutic benefit. The issue was reported as resolved at the time of the report. They were being extra careful with telemetry to see if it occurs again as it was not thought to be an ongoing issue. At the time of the report the patient's status was reported as alive-no injury. Patient symptoms were not reported. Additional information has been requested regarding the pump and programmer serial numbers, baclofen type, concentration, dose, how the corrupt data file was identified and what it was associated to, and patient symptoms but it was not available at the time of this report. The patient's medical history and concomitant medications were not obtainable. If additional information is received, a follow-up report will be submitted.

Event description:
On (B)(6) 2016 further information was received from the representative who reported that the corrupt data file was identified as it was missing from the log and the pump alarmed. It did not show up on the pump log or on the application card memory. There was no error message present. The patient was reported as doing fine and that there had not been a problem since. Although requested, the serial number, alert date clarification, pump serial, and medication information were not provided at this time. Should additional information be received a supplemental report will be filed.